Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of device won¿t power on was confirmed. On 31-january-2025, lvp was received unboxed and with paperwork. Lvp doesn¿t power up on the right side. Root cause - right iui connector had a pin shorted to the next pin. Rework - none, the iui connector was fixed and reinstalled and tested. Failure investigation report attached in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not power on. There was no patient involvement.